Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin condition under the device. The skin condition was described as a rash with blisters and a possibility of shingles. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient was in the hospital following the start of the patient's rash unrelated to the patient's skin condition. The patient's medical team discontinued use of the device and treated the irritation. The patient's medical condition is unknown at this time